Event description:
During an ercp/sphincterotomy procedure an escort extraction balloon was being used for stone extraction. After one stone was successfully removed, the balloon was being used to "sweep" or "trawl" the common bile duct. When the balloon reached the lower end of the common bile duct, it could not be deflated. After attempting to rupture the balloon against a stone, and cutting off the proximal end of the device in an attempt to deflate the balloon, a lithotriptor was used to crush and retrieve the balloon.